Manufacturer narrative:
After further review of additional information received the following sections date of report, date received by manufacturer, protocol #, type of report, if follow-up, what type and event problem and evaluation codes have been updated accordingly. This device is used for treatment not diagnosis.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components due to femoral gonarthrose. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.